Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had nothing but issues with their implant. They worked with their healthcare professional (hcp) to get the setting adjusted to help with their symptoms. They noted that, just recently to the report, they started to experience a loss of therapeutic effect, noting that it started in (B)(6) 2017. They could hardly walk down their stairs without peeing their pants. They tried to make adjustments, but it still didn¿t help. They declined help and stated that they already knew how to make adjustments. It was noted that they did feel stimulation. There were no device issues or further complications reported or anticipated.